Event description:
A patient who received op-1 putty experienced tingling down the right leg and numbness around the inguinal region on the right side. The surgeon did not suspect the events were related to the use of op-1 putty. The events were deemed nonserious.